Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in great britain. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that the diamondclean power toothbrush caught fire. No injury or property damage was reported.